Event description:
It was reported that the pt was experiencing changes in t and c levels and in performance with the device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explanation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.